Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low potassium (k) results that were generated by the unicel dxc 800 pro synchron clinical sys. Pt a and b samples were tested for k and results were: 4.7mmol/l for pt and 4.0mmol/l for pt b. The original samples were re-tested for k and higher results were obtained : 5.7 mmol/l for pt a and 5.0mmol/l for pt b. It is unk if treatment was initiated or withheld based upon the false low k results.

Manufacturer narrative:
The specimens were collected in bd, plastic lithium heparin with gel separator tubes. Qc was performed before and after the event and was within specs. A field svc engineer (fse) contacted the customer on 01/29/08: the fse had the customer perform a precision run and the instrument verification passed. Svc has verified the instrument performance. As of 02/05/08, no add'l events have been reported by the customer. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.